Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was inflated fully upon initial entry but when looking under x-ray prior to deployment it looked partially deflated. Device failed. Patient developed hematoma. Manual pressure was held. There was no reported patient injury. Proper technique was used for deployment. Left femoral retrograde access obtained with a 6f short non-cordis sheath. For intervention a 6f 45 cm unknown sheath was used and exchanged back to a 6f short non-cordis sheath for closure. The product was not returned for analysis. A product history record (phr) review of lot f2300403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous right coronary artery that is 95% stenosed. The 3.5x23mm xience alpine stent delivery system (sds) was advanced, but resistance was met with the anatomy and the sds did not cross. It was noted that the sds tip was fractured. Another xience alpine stent was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.